Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "on (B)(6) 2026, the patient underwent hysteroscopic endometrial polypectomy for endometrial polyps. Five minutes after surgery commenced, the hysteroscopic imaging system displayed a blue screen with no visualization of the surgical field. The device was discontinued immediately, a spare unit was used to complete the operation, and service engineers were contacted for repair.". No negative impact in state of health reported.